Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopy assisted colon resection, while resecting the colon tissue in the lumen, the staples did not form a b shape. The staple line was resected and restapled with another device.